Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly, unlocked keypad connector, or stuck button alarms were noted during testing. The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. The pump was received with normal operating currents. No unexpected power loss alarm, shutting down, or loss of power noted during testing. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a power loss alarm and could not be cleared due to keypad anomaly. Customer's blood glucose was unknown. Insulin pump would be replaced.